Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume enough food for the intended amount of bolus delivery and was subsequently hospitalized due to blood glucose (bg) level of 30 mg/dl. Customer received assistance from paramedics and wife and was provided with glucagon to address bg. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.